Event description:
Pt on hemodialysis machine for 2 1/2 hours. Nurse noticed kink in arterial line during routine vital signs & system checks. Dr made aware. Hct. Spun at unit, but hemolyzed. Labs drawn per unit protocol & sent stat to lab. Pt asymptomatic at this time. B/p = 165/68 p=59. Dr ordered tx to be reinitiated. New dialyzer & lines set-up. After 15 minutes, pt complained of pain in abdomen under rib cage. Another hct spun = 30%. Dr notified, tx discontinued. Pt sent to ER via ambulance for evaluation. Uneventful recovery.